Manufacturer narrative:
Complaint confirmed. Dimensional analysis using caliper concluded that only 9.05 mm of the ar-9145-30 screw remained, with the hex intact and a partial thread remaining. Visual inspection identified that the screw hex was noticeably damaged/rounded. Investigation of the concomitant ar-9545-t15-02 driver identified that the drive geometry had twisted during use with the ar-9145-30. It was noted that a torque indicating adapter was not used while the devices were functioned. Based on the aforementioned data and the observed state of the ar-9145-30 hex, this event is consistent with over-torquing during use, resulting in screw fracture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a reverse total shoulder procedure, the head of the ar-9145-30, lot: 18.01718 screw broke screw while inserting into the baseplate. Using the screw driver ar-9545-t15-02 without the torque limiter the screw was fully seated before it broke. The head of the screw was removed and the remaining portion of the screw stayed in the patient. The baseplate and screw were left in the patient and the case was completed as desired fixation was achieved.